Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, the automated impella controller (aic) produced a brief pump stop message which quickly resolved. The aic was replaced as a preventative measure, and there was no reported patient harm.

Manufacturer narrative:
Data logs show that an "impella stopped (rpm deviations" alarm triggered and lasted for 2 seconds before resolving and all performance metrics went to 0. The alarm resolved on its own and the pump restarted and performed with no issues. However, the cause of the pump stop was not determined since the product was not returned. This report is being filed as part of a retrospective review of historical records.